Event description:
Rx refill was for freestyle libre 14 day sensor. Data entry done correctly by tech. Pharmacist labeled freestyle libre 2. Transcription error/misunderstood order generic names look alike generic names sound alike. Error reached pt; not pt harm. (B)(4).